Event description:
Device 1 of 5. Reference MFR report: 1627487-2013-17184, 1627487-2013-17186 and 1627487-2013-17187. The pt received 2 model 3166 scs leads with the same lot number. It was reported as the pt was healing from her permanent implant procedure, she began experiencing pocket stimulation in addition to overstimulation from the scs ipg regardless of charging. It was also reported the pt experiences uncomfortable heating while charging. Moreover, it was reported the pt experienced overstimulation through the left side of her body. A sjm rep was unable to resolve the pocket and overstimulation issues with reprogramming. Subsequently, the pt turned the scs system off. Additionally, the physician has recommended the system be replaced. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue of pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.